Manufacturer narrative:
Oc prior to the event was within lab-established ranges. Bci made multiple attempts to obtain event details without success. A field service engineer (fse) was dispatched and decontaminated the ise system, and verified performance. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The low result was reported out of the lab. The customer indicated that the report was amended. Actual results were not supplied. Unknown if treatment was initiated or withheld based upon the false result.